Event description:
The facility reports the hoist started to wobble as the resident was being transferred. The resident still hung above the bed so the carer was able to quickly put them back into their bed. No injuries were reported.